Event description:
The caller reported that no drops of insulin were visible at the end of the tubing during the load sequence's fill tubing step. There was no adverse impact on the customer's blood glucose level. The caller received guidance from technical support to ensure the cartridge air removal step was completed and was instructed to perform the fill tubing procedure again while disconnected. The caller was educated on using room temperature insulin and successfully completed the load process with assistance, resuming insulin delivery.